Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, d4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the tissue pad was worn out and some parts of it had come off. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the "tissue pad peeled off, during the first output" on the subject device. The issue occurred, during a therapeutic laparoscopic colorectal procedure. The procedure was completed, using an olympus back up device. There were no reports of patient harm.